Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) impedance measurements of greater than 2,500 ohms, and an lv lead fracture was reported. However, the location of the fracture was unknown, and an x-ray had not been performed. It was noted that the patient was in atrial fibrillation (af). The lv lead was subsequently programmed off. No adverse patient effects were reported. The device remains in service.